Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified revealed that there was a collar and shaft separation, and the shaft was flattened from 24.1cm to 24.9cm from collar including tip. No other issues were identified during the product analysis.

Event description:
It was reported that collar detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A guidezilla ii guide extension catheter was selected for use. During the procedure, the rod and catheter connection was fractured. The procedure was completed with another of the same device. There were no patient complications, and patient is stable post procedure.

Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that collar detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A guidezilla ii guide extension catheter was selected for use. During the procedure, the rod and catheter connection was fractured. The procedure was completed with another of the same device. There were no patient complications, and patient is stable post procedure.